Manufacturer narrative:
Engineering evaluation noted that the fracture of the device occurred in the lateral aspect of the distal taper, generally the area of maximum stress. On the fractured neck surface beach marks were noted emanating form the lateral edge of the taper surface indicating the fracture origin. Dark coloration consistent with slow crack propagation was also noted in this area. A visual examination of the device, in combination with the record review, did not indicate a design, quality or manufacturing issue. Package insert indicates that the risk estimation for a pt over 250 lbs is moderate (use with discretion) to excessive (use is contraindicated) depending on pt's activity level.

Event description:
Femoral neck segment fractured approximately 4 years post operatively leading to revision of all hip components. This event was initially reported in MFR. Report #s 1038671-2010-00057, 1038671-2010-00058, 1038671-2010-00059.